Event description:
It was initially reported by an edwards australia affiliate, that an unknown sapien transcatheter heart valve presented with a fixed leaflet, and the patient was symptomatic. The patient is being evaluated for a possible valve in valve procedure. There was no additional information provided at that time. However, per additional information received, approximately 1 year 3 months post implant of a 26mm sapien 3 ultra heart valve in the aortic position, the patient underwent a valve in valve procedure due to early structural valve deterioration. The valve appeared well-seated, with moderate-severe eccentric regurgitation due to a fixed right coronary cusp. The patient was on pradaxa, but had not been taking the lasix, therefore, had been more dyspnea. The valve in valve procedure was successfully performed, and the patient was discharged.

Manufacturer narrative:
This supplemental report is being submitted as a correction to b5, d1, d4, d6, and h6 based on additional information received.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, an unknown sapien transcatheter heart valve presented with a fixed leaflet, and the patient was symptomatic. The patient is being evaluated for a possible valve in valve procedure. There was no additional information provided.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery report was provided by the site, and the following was observed: the leaflets were thickened on the sapien 3 valve. In this case, the reported event of degeneration was confirmed based on the imagery and medical records received by the facility. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per medical records received, the patient had diabetes. Diabetes is known factors that may increase the risk of valve calcification leading to early valve degeneration (stenosis, increased gradients). As such, available information suggests that patient factors (diabetes) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.